Manufacturer narrative:
B5; additional information received: the site updated the event from mildly erythematous cellulitis with no spreading cellulitis to vascular access site cellulitis. The event resolved 11 days after onset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted as part of the advance study for the treatment of abdominal aortic aneurysm. It was reported 22 days post index procedure, the patient experienced mild erythematous cellulitis with no spreading at the wound access site from the index procedure, which was moderately tender on palpation. Two red rashes were observed in the skin fold possibly related to dermatitis or moisture, but not erythematous and infectious. There was no palpable collection under the wound. The cellulitis was treated with antibiotics, and the wound was re-dressed. The site assessed the cellulitis as possible related to the index procedure and not related to the device or underlying condition / disease. The sponsor assessed as the cellulitis as having a casual relationship to the index procedure at the wound access site, not related to the device or underlying condition/disease. No additional clinical sequalae were provided and the patient is fine

Manufacturer narrative:
His is a system report. The section d information is for the primary device, which was in use with the following: brand name endurant ii iliac stent graft; product ID etlw1620c156ee (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2024; date brand name endurant ii iliac stent graft; product ID etlw1620c124ee (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.